Event description:
Information was received indicating that the patient was re-implanted with a new generator on (B)(6) 2012. The previous lead was utilized and it was indicated that diagnostics were within normal limits during surgery.

Event description:
The explanted generator will not be returned as, per the hospital policy; the device would have been discarded within a few weeks of surgery. Attempts to the vns physician who was treating the patient at the time of the removal have remained unsuccessful to date. Additionally, the patient's generator was disabled approximately 3 months prior to explant. At that time it was reported that the patient didn't like the presence or the functionality of the device. It is unknown at this time if the disablement was also related to the patient's discomfort.

Event description:
Follow up with the office of the explanting surgeon revealed that the date of explant was (B)(6) 2007.

Event description:
It was reported through clinic notes received on (B)(4) 2012, that the patient previously had her vns generator explanted as it was causing the patient pain. The generator was explanted in (B)(6) 2007, the exact date is unknown. It was noted that vns therapy had helped the patient when it was implanted. Attempts to the vns physician who was treating the patient at the time of the removal have been unsuccessful to date.

Manufacturer narrative:
Date of event: corrected data: event date has been corrected to the date that the device was disabled. Describe event or problem: corrected data: information regarding the device disablement was inadvertently omitted from the initial MDR.